Event description:
Caller alleged that the following results were obtained on an inform system with a neonate patient less than 10 minutes apart: 34 mg/dl and 55 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.